Manufacturer narrative:
Device was used for treatment, not diagnosis. Product code: additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient was implanted with 2.7mm/3.5mm variable angle (va) ¿ locking compression plate (plate) olecranon plate and locking screw construct on (B)(6) 2013. Reportedly, the patient is having pain with pressure on the plate. Patient was returned to the operating room on (B)(6) 2013 for removal of hardware. It was reported the devices were malpositioned. There was no surgery delay due to the reported event. This is 4 of 9 reports for the same event, complaint #(B)(4).